Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: unit returned with its original pouch. The unit returned has jump coils at proximal section and wire bent, as part of overall visual revision. Unit returned matches with upn provided by the customer. Visual inspection was performed and the device presented: jump coils along the proximal section and the distal end bent; moreover, damages on the coating (ptfe peeled) were found in some jump coils. All the outer diameter (ods) and guidewire overall length taken were compared and all of them are according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that coating issue occurred. A 035/260 amplatz super stiff guide wire was advanced but was not able to cross the target lesion. The physician removed the guide wire and attempted to reload the wire to a stent; however, flaking was noted on the coating of the wire. The procedure was completed with another of the same device. No patient complications were reported. There was no issue with the patient.

Event description:
It was reported that coating issue occurred. A 035/260 amplatz super stiff¿ guide wire was advanced but was not able to cross the target lesion. The physician removed the guide wire and attempted to reload the wire to a stent however flaking was noted on the coating of the wire. The procedure was completed with another of the same device. No patient complications were reported. There was no issue with the patient.